Event description:
It was reported that, "both of these drill bits broke off in the pt's pelvis during drilling for screw placement during malta surgery." The first one took 45 minutes to remove. When the second one broke, the surgeon made the decision to leave it in the pt.

Manufacturer narrative:
Device not returned. Remains in pt. No evaluation will be performed. If the device or add'l info becomes available, a supplemental report will be issued.